Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a medial distal tibia plate was removed due to it bending post-operatively while patient walked on it. Nine screws were removed. One screw was broken at the head. The sales consultant verified that the screws were 3.5mm locking screws. The implant was reported as taking place on an unknown date three weeks prior to the explant at a different hospital. This report is for 1 of 2 for complaint (B)(4).